Manufacturer narrative:
This report is being filed on an international product, list number 08d06-74, that has a similar product distributed in the us, list number 08d06-31 and 08d06-41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a nonreactive architect syphilis tp result of 0.74 s/co was generated for a patient sample on (B)(6) 2023 (reference range: < 1.0 s/co nonreactive; = 1.0 s/co reactive). The same sample was retested on (B)(6) 2023 and the results were 0.98 s/co (nonreactive) and 0.96 s/co (nonreactive). The patient had a history of syphilis infection and the most recent result was 1.02 s/co (reactive). Testing using alternate methods were weakly reactive. The sample was sent to a third party laboratory for testing and the result was 0.93 s/co on (B)(6) 2023. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. Based on the investigation, no deficiency for lot number 48328be01 was identified.

Event description:
The customer stated that a nonreactive architect syphilis tp result of 0.74 s/co was generated for a patient sample on (B)(6) 2023 (reference range: < 1.0 s/co nonreactive; = 1.0 s/co reactive). The same sample was retested on (B)(6) 2023 and the results were 0.98 s/co (nonreactive) and 0.96 s/co (nonreactive). The patient had a history of syphilis infection and the most recent result was 1.02 s/co (reactive). Testing using alternate methods were weakly reactive. The sample was sent to a third party laboratory for testing and the result was 0.93 s/co on (B)(6) 2023. No impact to patient management was reported.